Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the cystic duct during a laparoscopic cholecystectomy, two clips were fired however the third clip did not come out when fired and the handle locked and was frozen. Another device was used to complete the case. There was no patient injury.